Manufacturer narrative:
The device manufacture date provided in the initial report was found to be incorrect; the corrected date is provided in this follow-up report.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/27/2016 and found that the needle bellows was not draining properly, causing it to overflow. The fse replaced the pinch valve (pv21) actuator that was not actuating properly to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 20ml from a coulter lh 500 hematology analyzer onto the counter. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.